Event description:
Additional information received noted that the patient had the generator flipped and was now receiving effective therapy and recharging without problems.

Event description:
It was reported that the patient experienced coupling and or communication issues. The incision site and pocket appeared to be good, with no swelling or signs of infection, but use of the antenna locate feature yielded no coupling bars. An x-ray confirmed that the patient's neurostimulator was flipped, and a surgery was scheduled for (B)(6)to correct the positioning. It was noted that the patient experienced no symptoms, aside from being unable to charge the device. The patient had full coverage of the pain areas and was happy with the pain relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial # (B)(4); recharger model 37754, serial # (B)(4).